Manufacturer narrative:
Correction to h6 based on additional information. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for degeneration was confirmed from the medical record. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 9 months after procedure, the valve was alleged to be degenerated. As per medical record, light pvl was observed with gradient 108mmhg/71mmhg and vmax 5.2m/s without evidence of vegetation. Anticoagulations were given and asaflow 80 and no interventions were planned so far'. Structural valve deterioration (svd) is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Review of medical record revealed that patient has a history of chronic renal failure, which is a well known comorbidity for leaflet calcification leading to valve degeneration. As such, available information suggests patient factors (kidney disease) may have contributed to the reported event.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards belgium affiliate, approximately 9 months post transfemoral tavr procedure with a 26mm sapien valve, the valve was alleged to be degenerated with mild paravalvular leak and vmax of 5.2m/s. Anticoagulation were administered, and the patient is scheduled for a valve in valve.